Event description:
Loss of osseointegration after 25 ncm tightening torque, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility.